Manufacturer narrative:
The insulin pump failed the displacement test, with 148.1 units remaining on the status screen, followed by a motor error alarm during the rewind due to a motor encoder signal that was out of phase. The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was received with minor scratches on the display window and debris under the display window.

Event description:
Customer reported motor error alarm. Advised customer to disconnect from the insulin pump by removing the batteries. Customer states that they are unable to rewind. The blood glucose reading is 136 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.